Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase in pacing impedance measurements and the lead safety switch (lss) had been triggered due to a measurement greater than 2000 ohms. Additionally, an elevated threshold measurement of 1.9v @ 1.0ms was noted. A boston scientific technical services consultant discussed the observations with the caller and stated the upper limit for the alert could be reprogrammed to 3000 ohms if clinically appropriate for this patient. Additional information was received from the boston scientific local area representative confirmed that the upper limit for the alert will be increased at the patient's next follow up visit. No troubleshooting was performed at this time. The system remains in service and an adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.